Event description:
During service by baxter, the device failed accuracy test. According to the hospital rep, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the condition of inaccuracy was confirmed. Inspection of the pump revealed the channel a under infused 17.71 grams/ml (range is from 19.0 to 21.0 grams/ml). The pump head module was replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.